Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("perimenopausal bleeding disorder") in an adult female patient who had essure inserted. The patient's past medical history included deep vein thrombosis, panic disorder and fibromyalgia. No hormone replacement therapy (hrt). Concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal, laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be unrelated to essure. The reporter commented: essure was removed due to patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("perimenopausal bleeding disorder") in an adult female patient who had essure inserted. The patient's past medical history included deep vein thrombosis, panic disorder and fibromyalgia. No hormone replacement therapy (hrt). Concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal, laparoscopic salpingectomy). Essure was removed. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be unrelated to essure. The reporter commented: essure was removed due to patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.